Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/14/2021, it was reported by a sales representative via sems that an ar-9202-10 screwdriver was missing and an ar-9236-02pp glenoid trial was broken. This was discovered during an unspecified procedure. Rep contacted on 9/15 for more information. Additional information: rep returned contact on 9/15, confirmed single procedure on (B)(6) 2021. The batch of the missing device could not be obtained. The ar-9236-02pp had a plug break of inside the patient. The plug was successfully removed and the case continued with no further issue.